Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(4) reported pain to left shoulder and was seen for 2nd opinion with dr. (B)(6) on (B)(6) 2019 and then reported back to clinic with dr. (B)(6) on (B)(6) 2019. Underwent surgery on (B)(6) 2019 for revision reverse left total shoulder. No other effects have been noted.